Manufacturer narrative:
The reported issue was attributed to the tined lead. See section h, number 6, event problem and evaluation codes for results and conclusions. The returned ipg was tested and passed all tests.

Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
This is an initial submission as investigation of the issue has not been completed as we are pending the return of the device. A review of the device history record (DHR) found no nonconformity associated with the device. Failure of implant. Failure to conduct. Device revision or replacement. Analysis of production records.

Event description:
During post-op, the electrodes on the tined lead show open circuits. Patient had to be taken back to the operating room to check the connections between the tined lead and the ipg (neurostimulator). Impedances were shown to have open circuits. Ipg was replaced and the tined lead was explanted from the patient and new tined lead was implanted. Upon connection to the new ipg, all impedances were good and in normal range.

Manufacturer narrative:
MFR report # 3002968685-2020-00001 section d, d8 is being corrected. The devices are not a single-use device that was reprocessed and reused on a patient.

Event description:
Devices were received for evaluation. An electrical continuity check is being perform on the tined lead. Results are pending.